Event description:
Neurological disorder caused by concomitant and medical devices implanted w/o consent. Intermittent tinnitus le re, disturbing memory problems related to misuse of devices and certain medications uses concomitant, sleeping problems, impairments caused by use of devices. Event abated after use stopped or dose reduced: yes.